Manufacturer narrative:
(B)(4). The reported event is currently under investigation.

Event description:
During an angiography procedure, when advancing the catheter into the carotid artery, the tip broke from the device. To prevent possible tip translocation to the aorta and/or cerebral damage, the doctors intervened. A micro 3fr pfm was utilized to remove the tip. The retrieval process last approximately two hours, the tip was retrieved. The patient remained unharmed. No additional details have been received.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, and quality control of the device was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was (also) performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted this complaint is the second reported complaint associated to this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use; specific items are addressed include precautions: "store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, no product returned and the results of the investigation, the most likely root cause is manufacturing related. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints.